Event description:
Same case as MDR#6000093-2007-00635, 6000093-2007-00636. It was reported that approximately two years post a coronary durg eluting stenting treatment procedure, thrombosis occurred. Three taxus express2 drug eluting stents of unk size were successfully placed in the mid left anterior descending (lad). Approximately two years later, the patient presented with thrombosis. The physician advanced a 2.5x24mm taxus express2 drug eluting stent to the distal lad. The stent was deployed at 12 atms for 29 seconds, and the stenosis went from 95% to 0%. The stent balloon was removed. Next, the physician advanced a 2.50x24mm taxus express2 drug eluting stent to the mid lad. The stent was deployed at 17 atms for 34 seconds, and the stenosis went from 90% to 0%. The physician removed the stent balloon. The physician then advanced a 3.00x32mm taxus express2 durg eluting stent to the proximal lad. The stent was deployed at 16 atms for 46 seconds, and the stenosis went from 95% to 0%. The physician removed the stent balloon. Then, the physician delivered a 3.00x12mm taxus express2 drug eluting stent to the mid circumflex (cx). The stent was deployed at 12 atms for 34 seconds, and the stenosis went from 85% to 0%. The physician removed the stent balloon. Medications used during the procedure included benadryl, fentanyl, heparin, nitroglycerin, and plavix. There were no patient complications reported. Further information has been requested, but has not been received.

Manufacturer narrative:
Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident. Because the batch number is unk, the shop floor paperwork could not be examined.